Manufacturer narrative:
(B)(4)

Event description:
It was reported that the mount did not disengage from the implant (fnt3213) during the surgery. The implant was removed. Another implant was placed with another mount during the same surgery. Tooth location 26.

Manufacturer narrative:
One osseotite® tapered implant was returned for inspection attached to a mating implant mount. A visual inspection revealed that the collar of the implant shows signs of wear from use. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The implant was functionally tested and was unable to be removed from the mount. The complaint is confirmed. A singular cause cannot be determined. The following sections have been updated: (B)(4).